Event description:
A physician at (B)(6) treated both great saphenous veins using a venaseal closure system. Local anesthesia was utilized. The procedure was completed as usual and the veins were effectively occluded. The patient went to (B)(6) for a second opinion after complications. On (B)(6) 2025, patient was referred to the (B)(6). On (B)(6) 2025 patient visited the (B)(6). Around (B)(6) 2025, glue treatment performed on right gsv. Subsequently, a moderate hypersensitivity reaction occurred. The patient experienced a thrombus formation, but the condition improved. Pigmentation was present in the lower leg. One scutella formed in the central part of the lower leg and required partial resection. Around (B)(6) 2025, glue treatment was performed along the entire length of the left gsv. One to two months after surgery, five to six ulcers formed along the treated vessels in the lower left gsv from the knee to the ankle. At this stage, glue was oozing from several ulcers. There was little in flammation in the thigh, but redness was present around the knee and below. The ulcerated gsv in the left lower leg runs quite shallowly beneath the skin. The embolized glue was palpable upon touch. Considering the patient's advanced age, the left limb gsv full length was removed on (B)(6) 2025. Multiple small incisions (approximately 3 cm) were made, and the scutella was removed from the thigh to the lower leg. After removal, slight inflammation/adhesion was found around the vessels in the thigh. Scutella formation was present around the knee. Inflamed (adhered) fatty tissue was simultaneously dissected and removed. The lower leg (site of ulceration) was treated while removing any emboli that had emerged. The patient is currently hospitalized and is expected to be discharged next week due to favourable progress.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.